Event description:
A bipap a40 was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code related to defective eeprom (electrically erasable programmable read-only memory) was found in the error log. The printed circuit assembly board would need to be replaced to address the issue, but this device will be scrapped as per customer request. Additionally, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover. This is not related to the reportable ventilator inoperative error code.